Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer stated that the they received a critical pump error image on the screen. The customers blood glucose level was unknown at the time of incident. The customer was advised to discontinue the use of pump. Customer was advised to discontinue use of the pump and recommended customer refer to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.